Event description:
It was reported that while performing a ptca procedure in a distal vessel, the guide wire appeared to stretch. Upon attempting to remove the wire, resistance was met and the tip separated. The tip was retrieved with a snare device. Reportedly the patient was stable post procedure.